Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call they were hospitalized due to diabetic ketoacidosis on (B)(6) 2022. Customer's blood glucose level was 337 mg/dl at the time of hospitalization. Customer stated that it was not delivering the insulin the insulin pump. Customer stated that the night before blood glucose was high in the morning it was the mid 400 mg/dl, 178 mg/dl and 450 mg/dl and it was treated with insulin pump. Customer's current blood glucose was 197 mg/dl. Customer stated that the auto mode was not active. Troubleshooting was performed; however, the customer will continue use of the device.